Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Patient presented with chest pain. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 3.00mm in diameter mid left anterior descending artery. The lesion contained >45 and <90 degrees bend. After a guide wire crossed the lesion, pre-dilation was performed using a 2.00x8mm balloon catheter, leaving 60% residual stenosis in the lesion. A 2.75x24mm promus element¿ plus drug-eluting stent was advanced and deployed to treat the lesion. However, while checking the cine from various angles, it was noted that there is dissection at the distal end. A non-bsc short stent was then used to cover the dissection. Post-dilation with a 2.75x12mm balloon catheter was performed and the procedure was completed. No further patient complications were reported and the patient's status was stable.